Event description:
Customer reported that the insulin pump went into threshold suspend when the blood glucose was not low and that he subsequently experienced a high blood glucose reading of over 450 mg/dl. He stated that he did require medical assistance. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.